Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event was caused by stress of repeated use, external factors, or handling of the device. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "1. Inspect the control section and the endoscope connector for excessive scratching, deformation, loose parts or other irregularities. 2. Inspect the boot and the insertion tube near the boot for bends, twists or other irregularities. 3. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, scratching, holes, sagging, transformation, bends, adhesion of foreign bodies, dropout of parts, any protruding objects or other irregularities. 4. Holding the insertion tube gently with one hand, carefully run your fingertips over the entire length of the insertion tube in both directions (see figure 3.2). Confirm that no objects or metallic wire protrude from the insertion tube. Also confirm that the insertion tube is not abnormally rigid." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The forceps elevator wire (k-wire) had a cut and there was a gap in adhesive area between the hold ring and distal end. Additionally, the evaluation revealed the following findings: due to wear of angle wire, bending angle in the upward direction did not meet the standard value; connecting tube had a wrinkle; suction-cylinder was shaved; electrical-connector had discoloration due to water leakage; adhesive on bending section cover (a-rubber) had a chip; due to wear of angle wire, the play of upward/downward knob was out of the standard value; and scratches were found on multiple components of the device. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that some of the wires constituting the forceps elevator wire on the evis lucera duodenovideoscope were cut or frayed but not raised. There were no reports of patient harm or impact associated with this event. During testing and inspection of the returned device, it was determined that there was gap in adhesive area between hold ring and distal end, which had been attributed due to stress of repeated use, external factors, or handling. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.